Event description:
It was reported the pt had met with the physician due to the placement of the ipg. It was reported the pt was considering to have the ipg moved to her abdomen. The ipg was reportedly shallow, and the pt was bumping the ipg on objects. It was reported the stimulation was effective.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.